Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer was transported to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and blood glucose reading of "high" (value not provided). The customer was treated with intravenous saline and insulin, and was discharged on (B)(6) 2024 with no permanent damage. Reportedly, that the pump battery was unresponsive. The customer reverted to an alternate method of insulin therapy.